Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when using the trial liners for hip total hip trialing the trials were melted when processed. So when trying to remove the anterior stabilizing bearing it broke off when he pulled out the bearing trail from trailing. The piece was recovered and kept with bearing.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of device returned. Visual inspection of the returned device found that a small fragment fractured off from the device. There are excessive wear marks (scratches, gauges) seen on the surface of the devices. Device history records could not be reviewed as the lot number is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the anterior stabilizing bearing broke off when pulling out the bearing trail from trailing. The piece was recovered.